Manufacturer narrative:
Upon eval of this bed frame it was determined that the captive washer pushed off the pin at the leg section and sleep deck causing these sections to disconnect. This bed frame was picked up and a bed was brought out to the facility on (B)(4) 2010 a new design that replaced the toothed washer with a cotter pin to hold the leg section and the sleep surface together was implemented on products manufactured after 09/21/2010. As of 12/27/2012 our records show that all bed frames at this facility have been updated with the new design.

Event description:
Captive washer pushed off the pin at the leg assembly.